Event description:
It was reported that a keypad on a pump is inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #4, #6, #7, #9 and "ok" keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the "ok" key will occur following the selected key's function (e.g. When the #2 key is pressed 2 followed by "ok" will be entered). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.